Manufacturer narrative:
Stryker evaluated the customer's device and was unable to confirm the reported issue. The root cause was unable to be established. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.